Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received critical pump error alarm on their device. The customer's blood glucose level was reported to be 111.6mg/dl. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with a blank display anomaly due to corroded electronics also, the motor and battery tube assemblies found corroded. The insulin pump failed the leak test, leaked at a crack on the back of the case. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error or download unit due to blank display. The insulin pump had cracked case on the back at the battery tube area, cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay.